Manufacturer narrative:
Additional information regarding the customers cleaning disinfection and sanitization (cds) practices were received. This report is being supplemented to provide a correction to device evaluated by MFR, as well as additional information based on the customer provided cds practices and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where the detergent used for pre-cleaning is unknown. The device is manually processed with an unknown model cleaning brush, weigao peristaltic acid disinfectant, and unknown detergent. The device is processed in a oer-aw automated endoscope reprocessor (aer) with unknown detergent and unknown disinfectant. An alcohol perfusion is completed after disinfection. It¿s unknown how the device is stored and it¿s unknown who the maintenance provider of the subject device is. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to a repair center (rc) for evaluation. Due to limitations at the rc, a culture test could not be performed so the contamination could not be confirmed. During evaluation, it was found that the root of the insertion section was wrinkled and the inner wall of the channel tube was scratched and peeled. These defects were not considered severe enough to cause a potential adverse event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera small intestinal videoscope tested positive for an unexpected contamination. The issue was found during reprocessing of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.